Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a mildly tortuous, heavily calcified, 90% restenosed previously stented distal circumflex coronary artery intervention, the 2.50 x 15 mm nc trek rx balloon ruptured during the second inflation at 12 atmospheres (atm). Another non-abbott device was used to successfully complete the procedure. There were no adverse patient effects or a clinically significant delay in the procedure reported. There was no additional information provided.